Event description:
This patient had a loop electrode excision procedure on the cervix for cervical dysplasia. The patient had a history of back problems and allergy to ivp dye. The patient was prepped for surgery with hibiclens. The patient was straight cathetered prior to the procedure and the hibiclens preparation. According to the staff in the room, the hibiclens was not diluted with water and the sponges were on a sponge stick. There was no pooling under the patient from the prep or cath prior to the procedure. The patient was in the lithotomy position. The procedure began and ended several minutes later. The grounding pad for the electrosurgical unit was on the left thigh. The site was clean and dry prior to and after the procedure. The settings for the unit were cut 25 and coag 30.the patient was taken to the recovery room in good condition. The patient had an uneventful recovery. The patient was medicated once for pain at the surgical site. The next day, the patient reported complaining of feeling some pain in the left buttock when the patient got out of bed in the recovery room, but stated the nurse did not look at the site. The patient stated that at bedtime on the evening of surgery, the patient had someone look at the patient's back and a burn was noted.the burn was approximately 3inches in diameter. It blistered and peeled. Both the patient's primary care provider and the operating surgeon documented the burn at follow-up visits.the physician and staff in the room report no alarms, no unusual sounds or smells, and no apparent dysfunction of the machine. Because they were unaware of the injury, the disposables were not saved. The machine was subsequently used on 21 other patients before it was removed from service, and there are no documented injuries to any of those patients. Subsequent testing of the machine showed no detectable faults.